Event description:
Boston scientific received information that the impedance on this right ventricular lead had slowly been increasing and troubleshooting was requested for a lead safety switch issue. At implant, impedances were 860 ohms and then had increased to 1220 and 1580 ohms. At the recent check the impedances were within range and the sensing was stable. The values were all noted in the unipolar configuration. Bipolar impedances had been documented at 2400 ohms. Of note, this pt had been experiencing pre-syncopal episodes. Resolution had been requested from the field who reported that the lead was left programmed to unipolar with no other adjustments made. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.